Event description:
During a birth, scalp samples were taken from the baby. Two samples were taken and measured on two different abl5 blood gas analysers. The ph results were inconsistent. The tests were repeated, but with same results. As one of the results showed a low ph it was decided to perform a cecerean section. A sample taken from the baby after delivery showed the ph to be consistent with the higher of the two values, and that a cecerean section had not been necessary.